Event description:
We received an allegation about discrepant results for 3 patients' samples tested with calcium gen.2 assay on a cobas c 503 analytical unit. Sample 1: initial result: 5.6 mg/dl. Repeat result: 8.0 mg/dl. Sample 2: initial result: 5.0 mg/dl. Repeat result: 8.3 mg/dl. Sample 3: initial result: 6.3 mg/dl. Repeat result: 9.5 mg/dl. The customer questioned the initial results as they were low in value and repeated sample 1, sample 2, and sample 3 on a different c 503 analyzer. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The calcium gen.2 reagent expiration date was not provided. The cobas c 503 analytical unit serial number was (B)(6). The qc was acceptable. The field service engineer found that the rinse levels were misadjusted and the last rinse nozzle from the front was hanging up. He adjusted the rinse levels and the rinse nozzle tubing. Precision studies were performed, and they were within specifications. The investigation is ongoing.

Manufacturer narrative:
The calibration was acceptable. The alarm trace showed abnormal aspiration alarms on the date of the event, near the processing time of the sample. The field service engineer found no cause for the event and verified that the instrument was performing within specifications. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.